Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a connection issue with the g5 mobile application. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of g5 mobile application connection issue was not confirmed. A root cause could not be determined.